Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 170 cm., body mass index (bmi) 24.6 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted left lung pulmonary segmentectomy surgical procedure. A post-operative left-sided lateral chest tube was placed, as per usual. A prolonged air leak was reported five days after the index procedure; unspecified medications were given. Four days later, a chest x-ray revealed an increase in the left-sided pneumothorax. Consequently, an anterior chest drain was placed, and the lateral chest drain was removed. The air leak was reported as resolved the following day. The next day, a chest x-ray was performed showing good lung expansion. The tube was then clamped, and in the absence of an air leak, it was removed; the pneumothorax was reported as resolved the same day. Discharge occurred the following day. There was no report of a da vinci malfunction during the procedure. The study investigator reported the air leak as mild severity, but a serious adverse event (sae) requiring prolonged hospitalization, a clavien-dindo grade ii, not related to the da vinci study device, but possibly related to the procedure and possibly related to the patient's underlying disease status. The patient's prior health condition of being a heavy smoker may be relevant to this incident. The event of the pneumothorax was reported as moderate severity, but a serious adverse event (sae) requiring prolonged hospitalization, a clavien-dindo grade iiia, not related to the da vinci study device, but possibly related to the procedure and possibly related to the patient's underlying disease status. The patient's prior health condition of being a heavy smoker may be relevant to this incident.